Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited high out of range pacing impedance. Programming changes were performed. The patient was in stable condition.